Manufacturer narrative:
Date received by manufacturer: 08nov2019. Date of report: 12nov2019. The part was returned to the manufacturer for failure investigation (fi). Verified customer complaint of touch screen failure. Unable to calibrate touchscreen. Noted resistances not out of tolerance. Root cause failure determined to be component failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: 08aug2019. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported the touch screen issue. The fse replaced the touch screen to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touch screen failure. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touch screen failure. There was patient involvement, but no one was harmed.